Event description:
Patient was receiving chemotherapy (5fu: 5-fluorouracil) via a cadd infusion pump as an outpatient. She presented to the infusion center because there was a "white residue" noted within the cloth carrying bag for the pump. On closer inspection, it was discovered that there was a small hole in the chemo delivery system which was leaking 5fu into the bag. The chemo remained contained in the cloth carrying bag, so no one was exposed. It is estimated that the patient only received half of her 5fu dose. Pharmacy explained that they use evacuated bags to mix the 5fu for cadd pumps. Once all the volume is transferred into the bag, the technician has to remove all the air from the bag prior to dispensing. There is potential for a needle to pierce the stem of the IV bag during compounding. They described it as a tricky preparation process since staff could suffer a needle stick and the hole pierced in the bag is especially difficult to detect as it leads to a very slow leak. No harm to patient and no harm to staff. The bag was removed and was not remixed nor was it restarted at that time.